Manufacturer narrative:
The lot number of this instrument was unknown; however, the reported condition is similar to those devices that had the torsion spring out of position. We issued a voluntary recall on may 5, 2004 in response to a condition in which the device may clamp and fire without the staples being formed into tissue. The reported failure of this instrument was attributed to a dimensional discrepancy of the frames. The instrument did cycle properly which indicates the torsion spring was properly assembles.

Event description:
Reportedly, the stapler dint set any clips. Procedure: unk. Patient sex: unk.